Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-jun-2017, the fse replaced the turn table home sensor. Fse verified operation of the analyzer, ran controls, and the customer verified that the controls were in range. The most probable cause of the reported event was turn table home sensor failure.

Event description:
On (B)(6) 2017, a customer reported error 4002, turn table home not found, on their aia-360 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ipth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.